Event description:
Through review of medical article "the y-stenting technique for bifurcation stenosis and bioprosthetic valve frame fracture prior to valve-in-valve transcatheter pulmonary valve replacement in a child" authors michal galeczka et al, edwards learned that a 23mm valve in pulmonary position was disabled via a valve-in-valve procedure after an implant duration of 6 years, 11 months due to calcification and pannus leading to stenosis (maximum/mean gradient of 100/55 mmhg) and moderate regurgitation. A 23mm transcatheter valve was implanted. In a 10-month follow-up visit after the procedure, the patient was noted to be asymptomatic with a mean pulmonary gradient < 25 mmhg and no regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, f10, and h6 per new information received. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Manufacturer narrative:
H10: additional manufacturer narrative updated d1, d4, g5, and h4 per new information received the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Stenosis and/or regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "the y-stenting technique for bifurcation stenosis and bioprosthetic valve frame fracture prior to valve-in-valve transcatheter pulmonary valve replacement in a child" authors michal galeczka et al, edwards learned that a 23mm valve in pulmonary position was disabled via a valve-in-valve procedure after an approximate implant duration of 6 years due to stenosis and moderate regurgitation. A 23mm transcatheter valve was implanted. In a 10-month follow-up visit after the procedure, the patient was noted to be asymptomatic with a mean pulmonary gradient < 25 mmhg and no regurgitation.